Event description:
The facility representative reported a colleague infusion pump with an 808:02 failure code. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/set-up in central supply. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.